Event description:
It was reported that the patient presented for generator change with noise exhibited by the right ventricular lead. No programming changes were performed. The patient was in stable condition.